Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 46876.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred during testing; there was no patient injury.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing. Scratches and cracks found on lcd lens screen upon inspection, customer problem was not duplicated. Problem was found and verified to have happened in the device ehl log. We reinstalled software for preventive measure.